Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and chronic transvenous defibrillation lead were removed from service due to noisy signals. The ICD provided five episodes of tachy therapy. Review of the stored electrograms revealed noisy signals, following the initial episode; threrefore, these subsequent episodes were thought to be inappropriate. Shocking lead impedance measurements were normal with the first four treated episodes, but the fifth shock impedance was high, 168 ohms.